Manufacturer narrative:
Evaluated four open and used reservoirs. Performed pre-fill reservoirs test. Found reservoirs no air bubbles anomaly when removing the plungers, performed manual test and found plungers easy to release from stopper-plungers.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubble anomaly. Customer¿s blood glucose was 193 mg/dl and then 176 mg/dl. Customer stated that the approximate size of air bubbles was about the size of finger nail. Customer states they was unable to remove the plunger rod. Customer stated that the air bubbles were noticed during removal of plunger. Customer troubleshooting was performed. The reservoir will be returned for analysis.